Manufacturer narrative:
Upon analysis, the device was tested on the bench and revealed no anomalies. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ineffective shocks were noted during ventricular tachycardia and ventricular fibrillation episodes. The physician planned on performing an induction test to further investigate the device settings appropriate for the patient, however; instead the device was prophylactically explanted and replaced due to the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott. The patient is in stable condition. Related manufacturer report number: 2938836-2017-16743.